Manufacturer narrative:
Follow-up # 1 date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump¿s black box data showed evidence of several ¿cs128-fe88¿ and ¿cs 128-fb88¿ call service alarms; these alarms are defined as a post-delivery motor power supply fault. There was no evidence of a short battery life observed. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and were able to fit securely to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specification. The pump¿s cover was removed and no intermittent conditions or moisture was found inside the pump. The pump powered on with the returned battery cap. Evidence of the complaint was found in the black box; however, the complaint was not duplicated during the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.